Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 06-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving clonidine (80 mcg/ml at 3.997mcg/day) and dilaudid (4 mg/ml at 0.1998 mg/day) via an implantable infusion pump. It was reported that the pump flipped multiple times and the patient experienced inadequate pain control. Surgery was performed to revise the flipped pump and it was discovered that the pump segment of catheter was twisted causing it to clamp it¿s self off and not deliver the medication. The catheter was replaced and discarded of.